Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly however, moisture damage was found on keypad traces. No numbers ramping on their own or scrolling bar moving anomaly noted. The device had cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window corners, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reports to have experienced keypad anomaly. Customer states that numbers kept scrolling. Customer's blood glucose was 431 mg/dl, which was treated with manual injections. Customer attempted to remove batteries to fix issue. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.